Event description:
Plaintiff was employed as a registered nurse and wore and was exposed to latex gloves made by various MFR. Plaintiff alleges suffering the following symptoms: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress.